Event description:
The clinician reported that 6 days after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration in type I bone. The clinician reported the implant's mobility in this patient with excellent oral hygiene. The implant was torqued to 24 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.